Event description:
It was reported that the customer experienced a blood glucose (bg) level of 578 mg/dl. Bg level was addressed with a correction bolus via the pump and manual insulin delivery. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.